Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure the implantable cardiac monitor (icm) experienced pause episodes that appear to be loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.